Manufacturer narrative:
(B)(4). As reported by the user facility, the sample is not available for further evaluation. Without the actual device, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non conformances noted during in process or final product inspection. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: customer reports that the tubing had air in it, above the pump fill line, causing the pump to alarm. All the bags had fluid left, and all bags had a spinning spiros spike adaptor (which is their process for chemotherapy). No injury reported.